Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a power adapter. The customer reports that during the testing in the biomed department, the input plug was arching while attached to the ac/dc adapter and appears to have slight melting of plastic on the side of the plug itself. No patient involved.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.